Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that an embolization occurred. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2017 at 1:00pm. Prior to the procedure their rhythm was normal and they had nothing by mouth (npo). A 21mm watchman ® laa closure device & delivery system (wds) was selected and the closure device was deployed with a left atrium pressure of 24 mmhg . The compression measurements were 17, 20, 25, 30. The position was canted, the anchors were stable and there were no leaks. Release criteria was assessed and the closure device was released. The patient had multiple issues including liver and renal failure. After several attempts they were unable to come in for their 45 days follow-up. The patient had been seen at a different facility that did not have the capabilities to treat all their medical issues. On (B)(6) 2018, the patient came in for an echocardiogram, but was admitted due to liver and renal failure. At this time they noticed that they had watchman ® laa closure device so a transesophageal echocardiogram( tee) was performed which revealed that the closure device had embolized to the descending aorta at the subclavian artery. The patient did not experience any symptoms. There was no attempt to retrieve the closure device since the patient had signed a do not resuscitate (dnr) upon admission. Later that day expired due to liver and kidney failure.